Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began on the morning of (B)(6) 2010. The cca noted that the patient manages her diabetes with a combination of oral medication (metformin) and insulin (humulin). As a result of the alleged issue, the patient reported that she skipped her insulin dosage on the morning and evening of (B)(6) 2010. Three hours after the alleged issue was discovered, the patient reported feeling shaky; however, denied receiving medical treatment. At the time of troubleshooting, the csr confirmed the subject meter was not new and that the patient had not removed/replaced the subject meter's battery prior when the issue started. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.